Event description:
It was reported that a device alarmed for a system error 105. There was no patient harm with this device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter has rec'd and evaluated the device. The device evaluation found that the system error 105 was caused by a failed motor (flex). The motor assembly was replaced.